Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced hematoma following a hf sensor implant procedure. No intervention was taken in related to the event. The patient was discharged on (B)(6) 2017. Reportedly hematoma was resolved on (B)(6) 2017. The patient is a clinical study patient and the issue is not related to the device but to the procedure.